Event description:
Customer reports, "female outpatient having a CT scan of abd/pelvis with contrast for rlq pain. IV access was rt ac, with 20 ga b-d angiocath and capped with a b braun safe lite needless system. Optiray 320 100ml prefilled syringe loaded into the injector and connected to pt with covidien "y" coiled tubing. Injection protocol: 2.3ml per sec for 96ml volume. After approx 10ml the technologist noticed that the IV infiltrated, injection stopped. Warm and cold compresses were applied on a rotating basis. Pt observed for 20 minutes, then discharged with instructions to maintain compresses and to report back if experiencing any problems. Customer also states, "that they feel the IV vein access was poor and cause of the event."

Manufacturer narrative:
Liebel flarsheim svc report: field svc engineer did operational checkout per procedure in service manual and pressure limiting testing. Fse found all injector functions within mfg specification. System returned to full service by the customer.